Event description:
While performing onsite service for the device, it was identified by a philips field service engineer (fse) that the pins on the battery pca were damaged. There was no patient involvement. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pin 1 on connector j2 was permanently compressed. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective. Following the evaluation, the battery pca was scheduled to be scrapped.